Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result generated by the access 2 instrument. The elevated accu tnl result was 0.08ng/ml. The result was not reported out of the lab. The customer questioned the elevated accu tnl result and retested the patient's original sample for accu tnl. The repeated accu tnl result was 0.10ng/ml. The repeated accu tnl result was reported out of the lab. The customer indicated that there have been no change to patient treaetment that can be attributed to this event.